Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilatation procedure to treat stenosis performed on (B)(6) 2026. Prior to the procedure, they noticed a defect and decided to test it outside, where they noticed that it was not inflating. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was tested outside the patient during preparation. This event has been deemed reportable based on the investigation results: balloon pinhole. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the investigation results of balloon pinhole. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the guidewire lumen was damaged. Functional inspection was performed, the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a problem to inflate, located approximately 75 mm from the tip. Microscopic evaluation confirmed both the pinhole and the kink in the inner sheath. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon problem to inflate was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 75 mm from the tip of the device. The pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the distal section of the balloon. Additionally, device analysis identified damage to the guidewire lumen in the balloon section, consistent with a kink. This damage is likely attributable to mechanical stresses related to procedural or operational factors, such as physician handling or technique, occurring before or during the procedure. Therefore, the most probable root cause is adverse event related to procedure.